Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The patient effects and treatment appears to be related to the circumstances of the procedure. The patient effect of occlusion and vascular injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with 2 prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to an 18f and the tavi procedure was completed. Reportedly the successfully pre-placed sutures were advanced to the vessel wall and tightened, however, hemostasis was not achieved. An additional prostyle suture was deployed but resulted in stenosis [occlusion]. Pti was attempted to resolve the stenosis [occlusion]; however, the guidewire could not be advanced at all and resulted in vessel damage. A surgical cutdown was performed to remove the suture, but the vessel wall had already been severely damaged. Therefore, approximately 1 cm of the puncture site was resected, and the vessel was repaired by suturing. A clinically significant delay was reported. No additional information was provided.